Manufacturer narrative:
Additional narrative: patient weight is unknown. The date of onset for patient pain and non-union is unknown. Per facility, the complainant parts were discarded and are not available for manufacturer evaluation. The investigation could not be completed; no conclusion could be drawn as no product was received. Manufacturing location: (B)(4)- manufacturing date: march 23, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015 due to pain and a confirmed non-union. During the revision, a plate and ten (10) screws were removed fully intact. The patient was then revised with a retrograde nail. The procedure was completed successfully with no reported delay. This report is 1 of 11 for (B)(4).